Event description:
Home patient (hp) reports calling baxter technical service center for assistance in ending treatment after initial drain, and restarting treatment in order to prime pt line of homechoice set. Osr assisted hp in ending treatment and instructed hp to restart with new supplies. Unable to reach hp for further follow up. Rn reports rn is unaware of incident and details of night as hp has "transferred out of unit". No pt injury or medical intervention reported per unit rn.